Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the trigger / slider was blocked, jammed and was moving heavy. It was further determined that the device failed for general condition, check the attachment coupling, check attachment coupling with attachments, check reverse locking mechanism, check function of soft mode switch (safety system), check triggers for forward/reverse mode, check for untrue running, check the power with test bench: min. 110 to 160 w and for check starting behavior. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the trigger was blocked on the compact air drive device. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.